Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic bent, torn and deformed with foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.50/+1.5/179 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted later on the same day of (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.